Event description:
The biomed reported an over infusion of saline. One liter of saline was to infuse at 75ml/hr but the bag was found empty after 2 hours. There was no report of patient harm or medical intervention. Although requested, no add'l patient/event info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). This report was filed by the manufacturer. Devices not rec'd, log review only. The customer has requested an event log review. The event logs have been rec'd and the evaluation is pending. A f/u report will be submitted with investigation results once the evaluation has been completed.